Event description:
Tampon breaks- retained, vagina [foreign body in reproductive tract]. Hurts - vagina [vulvovaginal pain]. Vagina hurts - tampon [medical device site pain]. Tampon breaks [device breakage]. Case description: consumer reported via social media that tampon breaks apart. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.